Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. Log file shows multiple successfully performed treatments. Reported treatments could be identified in the logfile. The treatment for the right eye was performed successfully with two interruptions. The treatment for the left eye was performed successfully with one interruption. The user has not performed an energy check before this patient. No technical problem can be identified during log file review. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a bilateral case of corneal haze post photo refractive keratectomy. Topical steroid drop is currently being used four times a day. Corneal haze has not changed. The surgeon will perform a photo therapeutic keratectomy in combination with a chemotherapeutic agent in the future. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.